Event description:
A patient with a pre-existing endograft placed at another facility had come in with a total limb occlusion due to thrombus. Physician lysed thrombus and stented iliac limb. Patient is doing well. The limb occlusion caused the patient to be symptomatic. On the contralateral side.